Event description:
It was reported that during an angioplasty procedure, the catheter shaft allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was observed to be partially inflated. No kinks were noted to the catheter, no anomalies noted to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the catheter. Under microscopic examination, a longitudinal tear to the catheter shaft was noted. No further functional testing performed. Therefore, the investigation is unconfirmed for the reported shaft burst as there was no evidence of a burst shaft noted, but confirmed for the identified longitudinal shaft tear as a longitudinal tear to the catheter shaft was noted under microscopic examination. A definitive root cause for the reported shaft burst and identified longitudinal shaft tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 10/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device catheter shaft allegedly ruptured. There was no reported patient injury.